Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stinging and burning sensation in the implantable pulse generator (ipg) pocket site. The patient also had to charge their ipg for an extended period of time. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned.